Event description:
Imp ref# (B)(4).

Manufacturer narrative:
On july 8, 2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On the same day, the report was sent to the initial reported and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 18 march 2015: lot 081456: 65 stems produced and released on 10 july 2008; expiration date: 2013-05-31. No anomalies found. To date, all the items of the lot have been sold without any similar issue. On 10 march 2015 we received the confirmation that the implant will not be received back. On 11 march 2015 the medical affairs director made the following evaluation, based on the x-rays received: "the images do not show the pre-revision situation. It would be very interesting to compare radiographs at 6 years against postoperative and be able to follow the evolution of this pt. As was to be expected, after 6 years the ha coating has disappeared, but there is nothing relevant that can be inferred by this observation. With the information provided, which do not include any data on the pt, his activity level, his reported outcomes during the years, no conclusion can be drawn. We are observing a very good outcome with the quadra stem and this case, with little information provided, does not bring a concern on the product safety or efficacy." On 17 march 2015 the r and d checked the pictures received and confirmed it was a case of aseptic loosening.